Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue, but still replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, the customer reported that while setting up the system to report that they were getting a recoverable fault on arm 4. The customer stated they tried several power cycles, but the issue remained. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and confirmed the issue. The tse walked the customer through a hard power cycle of the patient side cart (psc) but the issue remained. The tse explained how the system would operate with one arm disabled. The customer would relay the information to the surgeon to make the choice to continue or not and the call ended. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed in the patient when the issue was identified, and the procedure was robotically completed with 3-arms as one arm was disabled.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have errors 32056. Log review showed errors 32056 and 1123. The unit was tested on an in-house system in normal mode where it triggered a 32056 error. The unit was also tested on a test platform where it failed usm test. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.